Event description:
Pt was in church when a fire occurred. Daughter, in turning off oxygen tank suffered burns to her hands

Manufacturer narrative:
Precision medical was never contacted that this event occurred, in 2008. There has been pictures taken of the device, and it appears to have not been installed properly on the post valve, which could have caused the incident, put at this time is only speculative in nature, because the device has not been examined.